Event description:
It was reported that after a cryo ablation procedure, the patient had swelling of the right lower limb. The patient was discharged and a computed tomography (CT) scan was performed at another hospital. The CT scan observed deep-vein thrombosis (dvt) in the vein of the lower extremity near the puncture site for the sheath. An inferior vena cava filter placement was performed and the patient recovered. No further patient complications have been reported as a result of this event.